Manufacturer narrative:
Additional information received; the packaging was not broken and the damage to the device was only identified after the last sterile layer of packaging was opened. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary; the detached rear handle was returned for evaluation. The screw gear was jagged at the break site. The inner tubing was slightly stretched at the break site. The rear handle break was confirmed through analysis. Film evaluation summary a series of still photos and videos were received from the account. The serial number on the shelf carton label matches that reported by the account. Two (2) photos capture the broken device handle in the product tray. There is no damage observed to the shelf carton to indicate the rear handle break occurred during product shipment. The screw gear, hypotube and inner tubing break site is captured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, after opening the packaging of the etlw1616c82ee limb, it was noted that the back end of the delivery system (the last 10 cm) was broken. There was no damage noted to the device packaging. The device was successfully implanted in the patient using the bailout technique. It was reported that the physician believed the damage occurred during the packaging process. No additional clinical sequelae were reported and the patient is fine.